Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer attempted to resolve the issue by inspecting and cleaning the pump, but the error persisted after trying a new cartridge. Technical support instructed the customer to use an alcohol wipe and provided assistance, but ultimately determined that the pump needed replacement. The customer was informed of the replacement process, confirmed the shipping address, and was instructed to return the problematic pump within ten days using the provided return label. The pump was within warranty, and the customer plans to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.